Manufacturer narrative:
The pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was monitored and tested with no blank display noted. The pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, and severely scratched display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged and had blank display. The customer states the battery compartment was broken. The customer states they went into diabetic ketoacidosis. The customer's blood glucose level was 283mg/dl. The customer was advised the pump would have to be replaced.